Manufacturer narrative:
Concomitant medical products: w1tr04 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance alert for the left ventricular lead, left ventricular ring to can. The lead remains in use. No patient complications have been reported as a result of this event.